Event description:
Complainant alleged that the device's display was missing clinical info. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the el display was replaced to remedy the problem condition. The device was returned to the service loaner pool. Analysis of reports of this type has not identified an increase in trend.